Event description:
Caller reported a cgm error 42. There was no adverse impact to the customer's blood glucose level. Cts provided complete pump reset information and guided the caller through the process, after which the caller successfully started their sensor session without the error reappearing.